Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to fracture and occlusion. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (11f tightrail sub-c rotating dilator sheath, 16f glidelight laser sheath, large visisheath dilator sheath, 13f tightrail) were used. Encountering significant lead on lead binding and calcification, devices were alternated between the leads multiple times to attempt advancement down the vasculature. The furthest advancement on the rv lead was to the innominate region, just proximal to the superior vena cava (svc), with the last device in use being the 16f glidelight and large visisheath. The furthest advancement on the ra lead was just distal to the svc/ra junction, with the last device in use being the 13f tightrail. While the glidelight and visisheath were on the rv lead (laser not activated), the patient's blood pressure initially dropped, but recovered, and the glidelight and visisheath were removed. Then, the 13f tightrail was advanced over the ra lead, to the proximal svc. Transesophageal echocardiography (tee) showed no evidence of effusion. However, the patient's blood pressure dropped again, and rescue efforts began immediately, including sternotomy. Two perforations were discovered: a 1 cm perforation in the svc/ra junction and a 0.5 cm perforation in the innominate (MDR #3007284006-2024-00122). The perforations were repaired with one stitch each, and it was determined that the lead extractions would not continue. No attempts were made to unlock the lld ezs from the leads, and the rv/lld ez (MDR #3007284006-2024-00123) and the ra lead/lld ez (MDR #3007284006-2024-00124) were cut and capped and remained in the patient. The patient survived the procedure. The surgeon believed that the perforations could have occurred due to the degree of calcium requiring the largest size of the extraction tools, a shearing of the vascular walls, or scarring of the ra lead into the vessel wall. This report captures the 13f tightrail, the last device in use in the area of the svc/ra junction, when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b.): patient's gender unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.